Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the device was no longer working due to a fluid loss. The aus was explanted and replaced. There were no additional patient complications reported.